Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that right ventricular (rv) lead exhibited a lead fracture that led to oversensing and noise signals. The pacing impedance became low but remain within normal limits. The lead was capped and replaced. No adverse patient effects were reported.

Event description:
It was reported that right ventricular (rv) lead exhibited a lead fracture that led to oversensing and noise signals. The pacing impedance became low but remain within normal limits. The lead was capped and replaced. No adverse patient effects were reported.